Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high and low blood glucose. The customer¿s blood glucose level was 550 mg/dl and 25 mg/dl at time of incident and current blood glucose 180 mg/dl. The customer had symptoms such as eyesight and kind of tiredness. The customer treated with syringes and the insulin pump for high blood glucose and was treated with food for low blood glucose. It was also reported that they had damage on the reservoir compartment and was unable to lock in place when inserted into pump. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional instruction. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. Pump delivered a bolus properly. No under delivery anomaly noted. Pump had cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corner, cracked belt clip slot, minor scratched and cracked display window.